Manufacturer narrative:
Product was not available for return to solventum for analysis, and the lot was not provided. Without a sample, it is not possible to perform any tests to determine if the device met specifications or determine the cause. Solventum will continue to monitor.

Event description:
As of (B)(6) 2025, it was reported to solventum that a demand for jury trial had been filed in (B)(6) . In that complaint prepared by attorneys for the plaintiff, the following information was reported: ¿on (B)(6) 2023, the patient presented to [treating facility] to surgically replace her left knee¿patient told doctors and staff that she can not have adhesive on her skin¿despite multiple indications of fragile skin, patient¿s knee was then draped with 3m¿ ioban¿ 2 antimicrobial incise drape¿after the incision was closed, the 3m¿ ioban¿ 2 antimicrobial incise drape was removed, which removed the superficial layer of the patient¿s skin...patient was discharged from [treating facility] on (B)(6) 2023, with continued treatment from home health¿on (B)(6) 2023, patient went to the emergency department. She was admitted for concerns of infection and was started on antibiotics for infection prophylaxis. Ultimately her left leg wound was excised, debrided, and had an oasis wound matrix applied to it¿she was discharged to outpatient care on (B)(6) 2023, and proceeded with an extensive wound care and physical therapy regimen. The patient has extensive scarring and limited ability to bend her left leg and walk [allegedly] as a result of the 3m¿ ioban¿ 2 antimicrobial incise drape used on (B)(6) 2023.¿